Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a placement signal not reliable alarm was active on their automated impella controller (aic). The pump kinked upon insertion in catheterization lab and was still flowing accurately. The physician opted to turn off audio for placement alarms. The end user was educated on need for echocardiography to confirm placement and to watch for hemolysis due to the pump being posterior. The physician opted not to reposition. No patient harm has been reported.